Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that needle sftygld 22x1-1/2 rb had connection issues which caused leaked. This was discovered during use. The following information was provided by the initial reporter: material no. 305900; batch no. 8324528. It was reported unable to connect correctly to the syringe causing medication to leak out between needle and syringe connection. Did not connect correctly to the syringe causing medication to leak out between needle and syringe connection. User checked to make sure it wasn't user error vs other.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle sftygld 22x1-1/2 rb had connection issues which caused leaked. This was discovered during use. The following information was provided by the initial reporter: material no. 305900, batch no. 8324528. It was reported unable to connect correctly to the syringe causing medication to leak out between needle and syringe connection. Did not connect correctly to the syringe causing medication to leak out between needle and syringe connection. User checked to make sure it wasn't user error vs other.